Event description:
A female patient, received a 2nd degree burn, on the back during a heat therapy treatment. The patient was treated for 20-25 minutes. The hot pac was applied to the patient's back. During the treatment the clinician observed and inquired with the patient in regards to comfort. The patient expressed no discomfort. Later that evening the patient expressed discomfort in the area of the treatment. The resident nurse examined the area and noted a small blister in the area of treatment. The patient's physician prescribed pain medication and ointment. Later in the evening the patient was still in pain. The patient called 911 and was taken to the emergency room where she was treated. The emergency room physician prescribed the same medical measures as her primary care physician.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the device was not returned for evaluation no root cause can be determined. Additional information will be provided via the form 3500a, if required.